Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger product ID 97745, serial# (B)(4), product type programmer, patient. Product ID m995402a001 lot# serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they have been experiencing longer charging sessions with their implant and their controller. Pt said that their implant battery used to charge from 40-50% to 100% in about 30 mins and now charging their implant from 40-50% to 100% takes over an hour. Pt said that they noticed the charging sessions with their implant taking longer a couple of months ago and they continue to just get longer and longer. Pt also said that their controller sometimes beeps and sometimes doesn't when their implant and controller are fully charged up; directed pt to check audio in controller menu when they notice this occurring. Pt said that their controller battery seems to take a longer time to charge up to 100% as well; pt just did a controller reset today for the first time so advised pt to monitor the controller charging times. Pt said that they noticed the issues with the controller a couple of months ago as well. Pt also mentioned on the call that their implant is on the left side because they lie down on their right side. Pt was difficult to follow at points in the call.

Event description:
Additional information received from the patient reported that the circumstances that led to the implant taking over an hour to charge from 40-50% to 100% remains unknown but reported that they had made only small adjustment. It patient reported that "it seems it little better now but not a big difference".

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.